Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device but could not verify the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device powered off by itself during patient monitoring. The user powered the device back on by pushing the on/off button. There was patient use associated with the reported event however, there was no report of an adverse patient outcome. No patient details were provided.

Manufacturer narrative:
The device was eventually returned to physio-control. Physio evaluated the device but could not verify or reproduce the reported issue. Physio performed some unrelated repairs. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer for use. A cause of the reported issue could not be determined.